Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (b)(76) 2011 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele grade 3, and anterior vaginal weakness. It was reported during gyn exam on (B)(6) 2012 that on (B)(6) 2011, anterior repair was performed. Took pessary out too early per patient and has symptoms now. Reports ¿bladder fell¿ again, noticed approximately 3 wks after surgery. It was reported that patient experienced dull ache in vagina, leakage of urine, not with cough or sneeze, and leakage after holding urine. It was reported on (B)(6) 2011 in assessment plan cystocele not cause of pelvic or leg pain.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Additional patient code:(B)(4). It was reported that following procedure the patient experienced hematuria, uti and vaginal bleeding.